Event description:
Customer reported via phone call that they have deep cracks on their insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
Pump received with no button response due to cracked/damaged keypad traces. Pump received with cracked case at display window corner, battery tube threads, and minor scratched display window.